Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had exhibited poor sensing and increased thresholds since implant. As a result, the physician planned to reposition the rv lead during a scheduled device replacement procedure. During the procedure upon attempting to retract the lead helix, the helix elongated, pulled out of position, and came out of the heart tissue. The lead was then explanted and replaced with a new rv lead of the same model number prior to pocket closure, and the surgical procedure was successfully completed. Visual observation of the explanted lead showed the lead helix is extended and stretched out. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The electrode tip helix is extended and elongated, which occurred during attempted lead repositioning. Laboratory testing was unable to reproduce the reported clinical observations of poor sensing and increased threshold measurements.

Event description:
It was reported that this right ventricular (rv) lead had exhibited poor sensing and increased thresholds since implant. As a result, the physician planned to reposition the rv lead during a scheduled device replacement procedure. During the procedure upon attempting to retract the lead helix, the helix elongated, pulled out of position, and came out of the heart tissue. The lead was then explanted and replaced with a new rv lead of the same model number prior to pocket closure, and the surgical procedure was successfully completed. Visual observation of the explanted lead showed the lead helix is extended and stretched out. There were no additional adverse patient effects.